Event description:
It was reported to covidien that the unit has missing segments on the heart rate portion of the display. There was no pt involvement.

Manufacturer narrative:
(B)(4).

Event description:
The unit has missing segments on the heart rate porting of the display, found during testing. There was no patient involved.

Manufacturer narrative:
(B)(4). The returned printed circuit board (pcb) was evaluated for the reported "missing segments in display" issue. The device was power cycled multiple times and all segments showed on the display during the power on self test (post). The device was also cycled in normal ventilation mode for several hours without incident. The device was found to have a cracked display post solder joint. The display was replaced to resolve the issue. The issue could not be duplicated.